Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The patient attended the clinic for an upgrade. The patient had not been wearing the opus 2 processor for 3 months due to bad battery life of less than 2 hours. All external equipment was exchanged but no sound could be perceived.

Manufacturer narrative:
Conclusion: investigation results lead to the conclusion that likely the device electronics failed over time after humidity ingress at the housing braze joint through micro-leaks. The investigation results appear to match the problems mentioned in the patient report. This is a final report.

Event description:
The patient attended the clinic for an upgrade. The patient had not been wearing the opus 2 processor for 3 months due to bad battery life of less than 2 hours and lack of access to sound. All external equipment was exchanged but no sound could be perceived. In situ measurements showed a device malfunction. A device assessment will take place. Device assessment confirmed device malfunction. The patient has been re-implanted.